Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump piston was not moving up when pressing and holding the act button to do the fill tubing. The customer's blood glucose value was 148 mg/dl. Customer stated that the insulin pump had no delivery alarm. Customer changed set but still alarm getting. Customer stateed the insulin did not exit. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device motor properly and no anomaly noted. Motor passed motor test. (B)(4).